Manufacturer narrative:
Additional information: sections a-2 patient age/date of birth, a-4 patient weight, and a-5 patient ethnicity and race: unknown as information was not provided. Section b-3: date of event: unknown as information was not provided. Section d-6a date implanted: unknown as information was not provided. Section d-6b date explanted: unknown as information was not provided. Section e-1 reporter telephone number: (B)(6)- field only accepts the us phone number format. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported after implantation of the ar40e model intraocular lens (iol), the haptic bent/broke. The following are all unknowns: if the patient is unable to accomplish daily tasks that he/she was able to do prior to surgery, iol removal/explant, incision enlargement, suture(s), vitrectomy, and if further medical attention was needed or if prescription medicine was given (beyond the scope of usual treatment). Patient outcome post-procedure is unknown. No further information is available.